Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG acquisition/signal loss issues. There was no report of negative pt impact. The customer had also reported leads ECG artifact and that changing the leads ECG cables did not resolve the issue. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.

Event description:
The customer reported 12-lead ECG acquisition/signal loss issues. There was no report of negative pt impact.